Event description:
The parent of the consumer called to report, that "her daughter is receiving extremely inaccurate results". The caller reported, that "she was showing signs of "high sugar" and was receiving high results." The parent of the consumer brought her daughter to the emergency room due to the high results. When they arrived in the emergency room due to the high results, the daughter was tested on an unknown brand of meter getting results of 99mg/dl and 94 mg/dl. The consumer was not treated and was released several hours later. During the call to customer support, it was revealed that the consumer transferred her test strips from the test strip vial to a "match book" which may contribute to the loss of integrity of the test strips. It was also revealed that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation.

Manufacturer narrative:
Test strip lot # unk. Control solution lot # none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.